Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer stated that the they had low blood glucose levels of 46mg/dl. It was also reported that the customer had bent cannulas, and they would stick to the adhesive tape and not insert into the body. Customer declined troubleshooting. No additional information was provided.